Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, before implantation, a microsensor took a long time to zero. After implantation, the readings were inaccurate. The sensor was removed; other methods were used to monitor the patient. No adverse consequences or delays were reported.

Manufacturer narrative:
(B)(4). The previously reported serial number was incorrect. This report has been updated to reflect the corrected information. The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sensor was returned for evaluation. A review of component quality records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned product found no visible damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.